Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient mention that the stimulation shifted from their right leg where it is supposed to be and was now going from their pelvis to their left leg. When asked about event date, patient said it's been going on for about or more than 6months ago. Patient said it started with stimulation on their left leg a little bit but now seemed to stimulate all the time. Patient mentioned the doctor was going to reach out to manufacturer representative (rep) and have rep call patient, but patient haven't heard from anyone. The patient was redirected to their healthcare provider to further address the issue. Agent review role of rep and provided nas contact number for their doctor's office to call.